Manufacturer narrative:
Event date is an estimate (year valid). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating the patients weight at the time of the event ((B)(6)), and that the patient did not recall the exact date of the event and just stated that it was sometime after their last follow up in july. In order to resolve the ins turning itself off, the patient had their ins replaced. The event was resolved at this time.

Manufacturer narrative:
Additional information was received reporting that the patient had their controller battery replaced which resolved their issues, and not their ins battery replaced as previously reported. This event is no longer reportable for a malfunction or serious injury. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative clarifying that the patient had the rechargeable battery of their controller replaced, and not the ins battery replaced. Their issues resolved from the replacement of the controller battery. No impact to the patient or their symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative and patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that ins was turning ins off randomly and was spontaneously stopping even though patient was not turning stimulation off. It was reported that impedance were checked and looked good. Patient would notice that their pain returns and check controller and it shows stimulation is off. Patient is able to turn it on or will go recharge and notice it hasn't depleted. Additional information was received. It was reported that li battery wasn't holding a charge. Patient reported they received the replacement li battery pack and indicated controller wasn't powering on. Patient reported controller wasn't powering on. No further complications reported and/or anticipated at this time.